Event description:
Procedure type: strabismus procedure. According to the reporter: initial procedure was on the event date, and the pt was re-operated the next day, because the suture became loose.

Manufacturer narrative:
Initial report sent: 11/14/08.